Event description:
Reported that a homecare pt was receiving fluorouracil 1000mg over 22 hours via a central line. After approximately 12 hours, the pt noted "the medication had leaked onto the bed." Upon further assessment, the tubing was found to be "cracked" approximately 1/4 to 1/2 inch below the cassette. The tubing set and the device were replaced and the therapy was resumed after a delay of 7 hours. There were no reported adverse pt effects. No medical interventions were required.